Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that monitor/screen switched off during procedure. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: most probable root cause: operating error during the investigation, it was found that the side video jack was worn. Therefore, the most likely cause of the image failure is a loose connection of the video jack. In the corresponding IFU ndq566_en_v1.0_IFU_ce-MDR, chapter 3.2 "correct handling" among others the following is listed: "check the product for the following points before and after every use: completeness, good working order, functionality etc. And under chapter 3.4 "damaged products": damaged products can result in injury to patients, users, or third parties. Before each use, check all components of the product for damage and to not use damaged products. The event is filed under internal karl storz complaint ID: (B)(4).